Manufacturer narrative:
The insulin pump had a broken off end cap, missing motor assembly, minor scratches on display window, cracked battery tube threads, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the bottom of her insulin pump broke off because it was dropped. The customer's blood glucose was 118 mg/dl. The customer was advised to discontinue the use of the device and to revert to a back-up plan. Nothing further was reported.